Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. The investigation was unable to determine a conclusive cause for the reported irregular texture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed lesion in the right coronary artery (rca). A 3.50x38mm xience skypoint drug eluting stent (des) was advanced, but failed to cross the lesion due to heavy calcification. After the third attempt to cross, when removing the des, the device felt like it was sticky, and the stent moved/shifted on the balloon but did not dislodge. The device was removed with the stent still on the balloon. There was no adverse patient effect and no clinically significant delay during the procedure. A new skypoint des was used to successfully complete the procedure. No additional information was provided.